Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: during a procedure, it was reported that it was not possible to use the screwdriver and holding sleeves with the 16mm and 18mm screws. The holding sleeves were disassembled several times and worked fine with the older screws in the tsp set. The holding sleeve was removed in order for the surgeon to continue with the operation. Reportedly when the 18mm screw engaged into the locking plate, the screwdriver end was destroyed when the surgeon used force. This is 2 of 3 reports for the same event.

Manufacturer narrative:
Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested.

Manufacturer narrative:
Device used for treatment and not diagnosis. The functional test performed with the holding sleeve showed that the device did not functioned as per design intent. The pick-up and holding of the screws does not function as intended. The functional failure of the holding sleeve is related to the deformities found to its holding fingers.